Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert during device interrogation. Data was provided for review, technical services confirmed that the power consumption is increasing in a gradual fashion and recommended device replacement within 90 days. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It is at the patient's discretion to not return the device for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert during device interrogation. Data was provided for review, technical services confirmed that the power consumption is increasing in a gradual fashion and recommended device replacement within 90 days. No adverse patient effects were reported. This device remains in-service.